Event description:
Account notified the sales consultant that during a hand procedure the surgeon was drilling and the drill bit broke. Surgeon used another drill bit and it also broke. All pieces of one drill bit were removed but the tip of the other drill bit remains in the patient. Procedure was completed. This is 2 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned with approximately 6.5mm of the flute broken off. The shaft has scratches and dents indicating abuse and the area where the shaft and flute meet is discolored. The measureable dimensions are within specification. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The supplier reviewed their DHR and found no issues that would contribute to this complaint condition. The design of this product is consistent with all other drill bits for the functional purpose of drilling in bone in preparation of inserting a bone screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)